Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The patient presented with chest pain. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. A taxus liberte stent delivery system (sds) sds was advanced but did not cross the lesion. The device was exchanged for a 12x2.5mm apex balloon catheter. The balloon catheter crossed the lesion and was inflated two times to 14atms however a balloon rupture occurred. The apex device was removed intact from the patient and it was noted that fluid was leaking from the balloon lumen. The stenosis was reduced in the lesion so the taxus liberte sds was readvanced but it still would not cross. All interventional devices were removed and the patient was treated medically. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that blood and contrast were present throughout the distal lumen and balloon. The device was soaked for approximately 8 hours in a bath of circulating 37°c water to loosen and dislodge dried material from the lumen of the device. An inflation device was used to pressurize the balloon and a pinhole was found on the balloon wall, 9mm from distal tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The patient presented with chest pain. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. A taxus liberte stent delivery system (sds) sds was advanced but did not cross the lesion. The device was exchanged for a 12x2.5mm apex balloon catheter. The balloon catheter crossed the lesion and was inflated two times to 14atms however a balloon rupture occurred. The apex device was removed intact from the patient and it was noted that fluid was leaking from the balloon lumen. The stenosis was reduced in the lesion so the taxus liberte sds was readvanced but it still would not cross. All interventional devices were removed and the patient was treated medically. No patient complications were reported and the patient's status is ok.